Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported the wires were cut during surgery, and the surgeon did not notify them. The patient would have a new one inserted in 3 month's time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they couldn't find the device. Patient said they kept moving their fingers around but could not find the implanted battery in their body. Patient said the implant seemed to have vanish inside their body. Patient confirmed they did not feel the device under their skin where the incision was. Patient mentioned they had more back surgery and now they could no longer feel it. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated issue began about a week ago.